Event description:
Complainant alleged that while attempting to treat a female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician disconnected and reconnected the electrode pads, then obtained another set of electrode pads to continue treating the patient. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.